Manufacturer narrative:
(B)(4).

Event description:
Additional information ¿ the patient had had a stroke in 2000, prior to receiving the pump therapy. An additional stroke in 2014 left her partially paralyzed. She was addressing the situation with her healthcare provider (hcp). No interventions were mentioned. Compatibility guidelines for CT scan/x-ray/pet scan were requested; there was no reported problem with the device or therapy.

Event description:
It was reported that the patient experienced a stroke right before (B)(6) of 2014. It was unknown if the stroke was related to the device and/or therapy. The patient¿s pump had not been refilled since (B)(6) 2014, near the time of the stroke. The patient was to have the pump refilled on (B)(6) 2015, the date of the call, and it was expected that the reservoir would be empty. This device system delivered lioresal. It was further provided that a nurse was ¿pretty sure¿ that the pump had nothing to do with the cerebral vascular accident (cva). Additional information was requested to clarify the event details, including the relatedness of the stroke to the implanted system and/or therapy, resolution, and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).